Event description:
Reporter indicated that pt was seen in emergency room and diagnosed with ischemic bowel and went into cardiac arrest. The pt was defibrillated. Pt reported to be in multi-system failure and receiving dialysis treatments. Neurologist reported that he did not believe that the ncp system contributed to this event. It was later reported that the pt expired.